Event description:
Customer reported her insulin pump has two cracks from the top right and bottom left of the screen. Customer's blood glucose is 301 mg/dl. She treated with the device. She does not know how the damage occurred. She was delivering a bolus when she noticed the cracks. Customer also stated the device alarmed no delivery. She resolved the alarm with a complete set change. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).